Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Since no lot number or sample device have been received, an investigation cannot be performed at this time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after two weeks in use, the endotracheal tube became deformed. The complainant further reported that the endotracheal was bent "without any clinical occlusion and did not alter the amount of oxygen delivered to the patient. During removal of the endotracheal tube, the patient "felt uncomfortable". The device was not replaced.